Manufacturer narrative:
Pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test due to broken/detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump case was loosen. Customer¿s blood glucose level was 205 mg/dl at the time of incident. The insulin pump will be returned for analysis.